Event description:
The perclose proglide 6f that was prepared and ready to use during the endovascular abdominal aortic aneurysm repair, was not working properly. The team opened several pieces that were not working.